Manufacturer narrative:
Investigation determined that the laboratory was not performing routine maintenance on the analyzer. An ocd field engineer performed service, replacing evaporation caps and cleaning internal optics. The service action restored the analyzer to expected performance. The root cause of the event is user error.

Event description:
Biased ammonia qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were reported. There was no report of pt harm as a result of this event.